Event description:
We received an allegation about discrepant results for 2 patients' samples tested with ise sodium (na) assay on a cobas 6000 c 501 analyzer. Sample 1: initial result: 175 mmol/l repeat result: 138 mmol/l. Sample 2: initial result: 171 mmol/l repeat result: 138 mmol/l. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the tubings of the rinse station were broken. The fse replaced the rinse tubings. Ise check was performed and it was ok. The investigation determined that the root cause of the event was due to a mechanical leakage/seal. Performace check was done and the instrument was performing within specifications. The service actions done by the fse resolved the issue.